Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 02/04/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. Medical records indicate the patient was experiencing pain. Also noted, the patient's tibial component was collapsed medially. At this time there is no new information that would change the existing MDR decision.the complaint was updated on: 02/22/2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4)

Event description:
Patient was revised to address tibial loosening at both interfaces. Depuy cement was used.

Manufacturer narrative:
On 25 july 2016 re-opened due to receipt of medical records update rec'd 07/08/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient has an impending fracture of the lateral tibial cortex. At this time there is no new information that would change the existing MDR decision. The received medical records were reviewed by a depuy medical professional. With the information provided, it cannot be determined that the implants contributed to the reported events. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. A worldwide complaint database search found no additional related reports against the remaining product code/lot code combination. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.